Event description:
As reported, an attempt at closure was made with a 6f exoseal vascular closure device (vcd) at a ~30¿45° angle, retracting slowly until the pulsatile blood flow stopped. The device was withdrawn ~1 cm further, but the indicator window did not change color. Further slow retraction and angle adjustments did not help. Eventually, the closure device was removed, and manual compression was used. There was no reported injury to the patent. The operator has extensive exoseal experience. The patient underwent a transfemoral percutaneous intervention (pci). The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. No unusual issues were noted about the device prior to use. The procedure used a retrograde approach with a cordis avanti+ short sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium or plaque at the puncture site. There was no stent near the puncture site. The vessel had stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the avanti+ sheath. No excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly, and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. The device is being returned.

Manufacturer narrative:
As reported, an attempt at closure was made with a 6f exoseal vascular closure device (vcd) at a ~30¿45° angle, retracting slowly until the pulsatile blood flow stopped. The device was withdrawn ~1 cm further, but the indicator window did not change color. Further slow retraction and angle adjustments did not help. Eventually, the closure device was removed, and manual compression was used. There was no reported injury to the patent. The operator has extensive exoseal experience. The patient underwent a transfemoral percutaneous intervention (pci). The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. No unusual issues were noted about the device prior to use. The procedure used a retrograde approach with a cordis avanti+ short sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium or plaque at the puncture site. There was no stent near the puncture site. The vessel had stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the avanti+ sheath. No excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly, and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received on black/white. During this visual analysis, a kink was observed to be present on the delivery shaft, located 6 cm apart from the distal tip. The guard locking simulation could not be performed due to the indicator wire being received already deployed. The functional test to evaluate the insertion/withdrawal of a csi could not be performed due to the observed kinked portion of the delivery shaft. The functional deployment simulation evaluation could not be performed, as the kinked portion of the shaft prevented proper testing of the deployment mechanism. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. A high magnification evaluation was executed to evaluate the internal assembly of the device. During this analysis, no abnormal conditions were observed to be reported. The indicator window was moved using a tweezer, observing that no resistance was denoted. The reported event of indicator window no change to indicator was not observed through analysis of the returned device. A kink on the delivery shaft prevented a functional analysis and prevented proper functional testing when attempted. However, there were no anomalies to the internal mechanism. It is possible that the kink on the shaft led to any deployment issues the device encountered. In addition, stenosis was reported. However, the exact cause of the event could not be determined. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the patient underwent a transfemoral percutaneous intervention (pci). The operator has extensive exoseal experience. Using a cordis avanti+ short sheath, they attempted closure with a 6f exoseal vascular closure device (vcd) at a ~30¿45° angle, retracting slowly until the pulsatile blood flow stopped. The device was withdrawn ~1 cm further, but the indicator window did not change color. Further slow retraction and angle adjustments did not help. Eventually, the closure device was removed, and manual compression was used. There was no reported injury to the patent. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. No unusual issues were noted about the device prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium or plaque at the puncture site. There was no stent near the puncture site. The vessel had stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the avanti+ sheath. No excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly, and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. The device is being returned.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.